Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/28/2015 with the following results: battery compartment crack found below the bumper pad. The display has a pinkish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and pinkish display screen. This report is made based on the results of an investigation completed on 07/28/2015.